Event description:
It was reported that during engineers service visit, the cardiosave intra-aortic balloon pump (iabp) unit is in need of a new drive manifold after it failed all manifold tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field - b4,d5,d9,e1(site country),g3,h3,h4,h6(type of investigation, investigation findings, component code, investigation conclusions),h10. Corrected field - e1(initial reporter),e2(health professional),e3(occupation) a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced drive manifold assembly and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.